Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr qc 2: 3.1 inr qc 3: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The related retention test strips were tested in comparison to masterlot #286321-80 on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification.

Event description:
The initial reporter stated they received discrepant results for two patients tested with coaguchek xs meter serial number (B)(4). A sample from the first patient was tested using the meter, resulting with a value of 6.9 inr. Within 30 minutes, a sample from the patient was tested in the laboratory using a sysmex ca 7000 analyzer with dade innovin reagent (isi 1.10, geometric mean 10.6), resulting with a value of 5.2 inr. A sample from the second male patient was tested on (B)(6) 2020 using the meter, resulting with a value of 3.8 inr. Within 2 minutes, a sample from the patient was tested in the laboratory using a sysmex ca 7000 analyzer with dade innovin reagent (isi 1.10, geometric mean 10.6), resulting with a value of 5.2 inr.